Event description:
It was reported that during an atrioventricular nodal reentrant tachycardia (avnrt), the patient went hypotensive and an effusion was noted. The physician stated he felt the quad in the right ventricle (rv) perforated the right ventricular freewall. The physician advanced the f-curve quad into the patient¿s right atrium (ra) under fluoro. He had a little difficulty advancing the catheter past the tricuspid valve. When it did cross, it jumped into the right ventricle (rv) and a right ventricular (rv) electrogram (egm) was seen. However, the doctor could not capture ventricle when he stimmed. He pulled the catheter back slight and capture occurred. After 3-5 min, a noticeable drop in blood pressure occurred. A stat echo was performed, fluid was present. A pericardiocentesis was performed and half a liter was removed with no active bleeding noted at the end of the case. The patient was stable and fully recovered. The physician¿s opinion regarding the causality of adverse event was device-related and procedure-related.

Manufacturer narrative:
(B)(4) it was reported that during an atrioventricular nodal reentrant tachycardia (avnrt), the patient went hypotensive and an effusion was noted. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
(B)(4) are related to the same event. The concomitant products: carto, serial # (B)(4); stockert, serial# (B)(4); quadripolar catheter, lot# 15917256m; quadripolar catheter, lot# 15901683m. (B)(4).